Event description:
It was reported by the customer that a pyxis medbank system drawer was not opened. The customer reported that users were unable to remove amox medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer not opening due to configuration issue. A technical support specialist logged in via lmi, unchecked usb and restarted app to resolve the issue. The system functioned as intended after the technical support service troubleshooted the device.